Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened dome switch on the esc button. The insulin pump had a cracked case on the display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer did not hear any clicks anymore when she pressed the insulin pump's buttons. The customer did not know the blood glucose reading. She stated that she is blind, so she relied on the clicking to ensure proper button presses since she could not feel anything. Advised replacement of the insulin pump. She was also informed that she was using the insulin pump with a procedure that was considered as off-label use. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.